Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the positioning issues was use related.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly." ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
A 55 year old female of unknown race with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The impella was successfully introduced. The impella dislodged during the switch from introducer to repositioning sheath. The physician had handling issues with the position of the repo sheath on the impella catheter. Impella was then kinked in aorta or lv (uncertain). Impella was later removed and the patient was placed under va ECMO in CPR condition. Due to the dislodgement, this medical intervention was required. Another impella cp placed later, finally patient stable and successfully weaned. Although patient had been unstable before the incident, it cannot be ruled out that the malfunction did not additionally contribute to the patient's critical condition.